Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining false high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. When the results were reviewed prior to release, the issue was noticed. The samples were rerun, and those results were reported out. The results provided by the customer are shown. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
The samples were collected in bd vacutainers (fresh sample). Ise qc did show imprecision, but not the same magnitude as the patient samples. A field service engineer (fse) was dispatched and discovered air in the ise buffer line. The fse cleaned the electrolyte injection cup (eic) and the flowcell. The fse also re-tubed the ise and replaced the ratio pump seals. Instrument performance was verified per published specifications.